Event description:
It was reported that a spectrum pump alarmed upstream occlusion with the primary infusion of heparin at 14 units/ hour. The event happened during medication treatment in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.